Event description:
It was reported that leak occurred due to a shaft hole. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon could not inflate due to a leak at the tip of the device and that there was a hole in the outer shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the proximal markerband. Bumper tip showed no signs of distal tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.